Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, crease flat, delamination diaphragm valve. Leak test was performed, and found delamination in diaphragm valve . A microscopic analysis was performed which identify, delamination of the diaphragm valve. Based on the device analysis, the final assessment is: delamination of the diaphragm valve assessed, as adhesive failure.

Event description:
Device has been explanted.